Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained. Updated field: d9, h4. The device was returned to olympus for inspection and the customer¿s allegation was confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when brushing the channel of the subject device, the brush would continuously get caught in the scope. It was reported that there was a possible foreign body obstruction. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when brushing the channel of the subject device, the brush would continuously get caught in the scope. It was reported that there was a possible foreign body obstruction. The event occurred during reprocessing. There were no reports of patient involvement.